Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. No compromised force sensor system alarm. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that his blood glucose is 124 mg/dl and the insulin pump has been alarming for the past 4 weeks. Customer stated that he clear the alarm, prime and the insulin pump count up to 6 starts to alarm and squirting the insulin out during manual prime. Customer stated that the drive support cap appears normal. Advised customer that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.